Manufacturer narrative:
Insulin pump was unable to prime during the prime test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked display window corners, battery tube threads, broken belt clip slot and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose due to the insulin pump not delivering insulin, and the insulin pump alarmed motor error during bolus. The customer's blood glucose was 158 mg/dl. The customer does not use sensor feature. They are able to rewind the device. The device was not dropped or bumped, and was not exposed to strong magnetic field. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.